Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) has communicated with the customer and confirmed that geo movements are partially available. Rse, after reviewing the log file showed motor assembly error and instructed biomed to clean the rails to rule out slippage. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geo movements were partially available. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.